Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the alarms were cleared, and insulin delivery was resumed successfully.